Event description:
In 2000 pt was very much sold by their plastic surgeon, the idea of silicone filled breast implants. Pt was very leary when he suggested the mcghan medical corp silicone-filled breast implant adjunct study. Pt was not really aware that pt was signing up to be involved in a study, pt just thought they were singing a consent to the implants. The dr assured pt they were very safe in his own works "so safe he would use them in my own mother". He told pt the silicone would be more natural-they are in no way natural-. On the consent pt was given it states that in order to be in the study you must have condition appropriate for breast reconstruction in which saline-filled implants are not suitable. This is not true. There was no reason except the dr's persuasion that pt needed silicone. Pt asks if these drs get money to recruit study members. At any rate it has not been three years yet and pt is having problems with not one, but both implants. Pt is in a study where no one has ever called pt to follow up on the implants. Pt cannot get a return phone call from the surgeon or the manufacturer. About a year and a half ago pt started having blurred vision, dizziness, memory problems, fatigue, head aches. Pt has always been active and nothing has ever held them back, this stopped pt in their tracks. Pt has been hospitalized and poked and prodded to find out what is wrong with them. The only thing that has been found is that not one but both silicone breast implants ruptured. Pt has not been able to work since may, pt has lost all health insurance. Pt cannot get anyone to see them with no money. Pt will now slowly die and starve, loose their home etc, etc. All due to the silicone poisoning in their body. Please do not make a product legal that can rupture in less than 3 years. Pt feels there must be something wrong with a study that does not follow up on their priducts. Pt asks where they are getting their study analysis. Pt feels there has to be something wrong with a product that ruptures in less than 3 years. Pt doesn't know where to go or who to turn to. Most days pt is too ill to fight. Pt asks "please please help us women and keep us safe from the drs who are not our advocates but just salesman."